Event description:
The surgeon prepared the bone for the above screws with a 2.5 x 125 drill bit from the stryker plating system. He assessed the bone to be of poor quality and decided to use the variax locking plate (B)(4) curved four hole plate. When he tried to insert the (B)(4) screw, a small ribbon of the screw's metal separated from the screw and continued to get longer upon each turn of the screw. When this occurred, he backed the screw out, removed the screw and tired another screw of the same length and diameter with the same problem recurring. It was explained to the surgeon and staff they need to use the corresponding drill bit from the variax instrument set when implanting variax screws.

Manufacturer narrative:
Investigation still pending.